Event description:
Approx one hour and twenty minutes into treatment, blood was noted dripping from the venous drip chamber top cap. No blood was returned to pt, entire setup was changed. Estimated blood loss is 300ml. (Blood tubing prime volume = 151ml. Dialyzer prime volume (approx) = 100ml external blood loss (approx) = 50ml.